Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does not suggest a problem with the device or the way it was used. No decrease in iop is an established risk associated with use of the device. Based on limited information received, the root cause of the reported event could not be conclusively identified. The decision to report this event was based on lack of sufficient information regarding the product(s) involvement. MFR# reference: (B)(4). Please reference 2032546-2019-00149 for the patient's first reported eye.

Event description:
Initially, through social media monitoring, a trabecular micro bypass stent patient reported the following. As reported, approximately three months following a trabecular micro bypass stent procedure, the patient reported that "they did not work" and the patient was informed by their surgeon that they would require a "larger one". Following the initial positing, the following additional information was receive through social medical monitoring. The patient noted that her eyes have been ¿bad¿ following the procedures. Reportedly, one (1) stent was removed postoperatively and felt ¿some better¿. According the patient, the surgeon want to put ¿bigger stents¿ because the initial implanted stents were reportedly ¿too small¿. In addition, the patient noted that her eyes were still running at four (4) months following the procedure. This report refences the patient's second reported eye.